Event description:
Patient regurgitated during lma airway use. Lma removed and patient intubated. Mouth and et tube suctioned to clear airway. A bronchoscopy revealed no fluid in the lungs. Surgery completed and patient recovered without incident.